Manufacturer narrative:
This report is submitted on september 05, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was electively explanted on (B)(6) 2017. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.